Event description:
It was reported upon inspection of this biopsy needle, a burr was noted on the outer cannula. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device has been destroyed. Therefore, a failure analysis is not available. The co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."